Event description:
It was reported that the catheter hub was dislodge. An 8.3/25 expel drainage catheter was selected for use. It was inserted for a day and found to be not working well. Chest drainage was performed; however, it was noted that the hub was dislodged and the physician had to change it the next day. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the patient was able to recover and the catheter change was done on the same day.

Event description:
It was reported that the catheter hub was dislodge. An 8.3/25 expel drainage catheter was selected for use. It was inserted for a day and found to be not working well. Chest drainage was performed; however, it was noted that the hub was dislodged and the physician had to change it the next day. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that the catheter was returned separated/cut at 21.5cm from the pigtail. The proximal section (hub section) of the catheter was not returned for analysis.

Event description:
It was reported that the catheter hub was dislodge. An 8.3/25 expel drainage catheter was selected for use. It was inserted for a day and found to be not working well. Chest drainage was performed; however, it was noted that the hub was dislodged and the physician had to change it the next day. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the patient was able to recover and the catheter change was done on the same day.